Event description:
The customer reported that the pump had become hot to touch while charging. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.